Event description:
A customer reported a recurring malfunction with their insulin pump, having experienced the error at least three times. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.